Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon the receipt and inspection of the returned subject device, it was discovered that there was foreign matter lodged in the nozzle of the device, which was causing issues with the water supply. There was no patient involvement.